Manufacturer narrative:
(B)(4).

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: (1) primary freedom driver s/n (B)(4) (MFR report # 3003761017-2015-00309) and (2) 70cc tah-t cannula s/n (B)(4) (MFR report # 3003761017-2015-00310). The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that there is a small tear on the tah-t cannula that is located near the cpc connector on the left cannula. The customer also reported that the 70cc tah-t cannula was repaired. There was no reported adverse patient impact as a result of the cannula tear and subsequent repair. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm and a cannula tear, the freedom driver continued to perform its life-sustaining functions. Syncardia has initiated a CAPA (corrective or preventive action) to address the cannula tear issue. The CAPA will document the investigation including, but not limited to, potential root cause and corrective actions associated with all cannula tear events. The results of the investigation will be provided in a follow-up MDR.